Event description:
Kimberly-clark received a report from (B)(4), stating, "sij procedure, bipolar, multi-levels, using 18-100c probes and 18-100-cs cannula, most levels went fine, this level, had high impedance (1100), high power 60 w, temperature was around 60, had to shut off and reposition. When cannula removed from patient 1 was missing insulation (it was peeling off). Likely the passive electrode (although it was taken out of probe before we could check). Repositioned and everything went smoothly (different needle)" no patient injury or medical intervention required. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Manufacturer narrative:
The device history record was reviewed for stock code (B)(4) with lot number pffd200210, and the records document that the product met manufacturing specifications. Review of the kimberly-clark database identified no other complaints received regarding this failure mode. Return of the reported device is pending; however, a photo has been received that shows an electrode with gaps in the insulation. It is not known what caused these gaps, but if the gaps were present prior to use, they would have been noticed. Based on the limited information available, the root cause could not be determined. If any additional relevant information is identified once the sample is evaluated, the additional relevant information will be submitted in a supplemental report. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.